Event description:
During investigation of vitros ck-mb calibration faiures, a customer reported generating negatively biased results for all levels of biorad cardiology lt controls. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.